Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breas reconstruction with unknown mentor implants experienced bilateral device migration post procedure. The devices were stated to have dropped and to no longer be in the same position. These matters were diagnosed in the physician¿s office. As a result, an explant was performed on (B)(6) 2021. See 1645337-2021-02033 for contralateral prosthesis report.